Event description:
It was reported that during a prostate procedure the fiber was observed to have "scattering, laser light not stable, not from the red point." The procedure was completed using an alternate procedure (bipola). Patient outcome: there was no report of patient injury.

Manufacturer narrative:
Device available for evaluation updated. : device codes added. Device evaluated by manufacture updated. Evaluation codes added. Product evaluation: failure analysis for fiber (B)(4): the glass cap shows a circumferential fracture at distal side of fiber/glass cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the glass cap exhibits mild devitrification at the output window; the outer flow tubing shows signs of abrasion; the outer flow tubing wall integrity is compromised. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.